Event description:
Reporter indicated that device diagnostic testing at office visit in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not end of service. Review of x-rays revealed an apparent fracture of the lead wire. The pt has been referred to neurosurgeon with plans for lead replacement surgery.